Manufacturer narrative:
(B)(4). Sorin group has reviewed all the available information and has concluded that the event does not meet the reportability criteria. However, sorin group was notified that the customer submitted a report to the local competent authority. This medwatch report is being submitted in response to this action. Attempts have been made to ascertain details regarding at what point during the procedure the event occurred, and details on the patient outcome. No additional information has been received. The device has been requested for return to sorin group USA for investigation. A follow-up report will be submitted when the investigation is complete.

Event description:
Sorin group received a report that blood would not enter the pressure measuring line of the retrograde cardioplegia cannula. Patient involvement is unknown.

Manufacturer narrative:
After further review of the FDA guidance for MDR submission, this event has been re-classified as not reportable. The initial report can be voided, and no further reports will be made regarding this event.